Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 56 mm, with the 36 inner diameter metal liner with the hole eliminator, the femoral stem was the s-rom stem, a 36/+6, 16 x 11 x 150. The proximal sleeve was a 16d large. The femoral head was a 36 mm diameter +9 neck, 11/13 taper. On (B)(6) 2006, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a srom stem, 16 x 11 x 150 with the 36 +6 neck. The cup was a 56 mm pinnacle cup with a 36 mm head +12 neck. Soon after these surgeries, I began experiencing severe pain and discomfort. The pain gradually worsened. In (B)(6) 2009, I experienced pain so severe that I was unable to stand up. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. The pain in my hips is so bad that I am only able to sleep 3-4 hrs every night. My doctor has advised that a hip revision is required as I now find myself in constant pain. Blood testing conducted on (B)(6) 2012 indicate a high level of chromium within my blood. On (B)(6) 2012, I was admitted to the hosp as a result of elevated levels of chromium. I was treated for blood poisoning and experienced constant bleeding in the stomach. My doctor informed me that the blood poisoning is due to my implants and a revision surgery cannot be performed until my blood levels return to normal. Diagnosis or reason for use: avascular necrosis of the left femoral head. Osteoarthritis and avascular necrosis, right hip.